Event description:
It was reported that the pump began burning or melting while charging. Reportedly, the customer was using non-tandem provided charging supplies to charge the pump. Tandem technical support recommended against using third party charging supplies to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.